Event description:
A customer reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset their pump. After the reset, the error did not reappear, and the customer successfully started a new sensor session.